Event description:
It was reported that the patient went to the hospital due to inappropriate shocks. The lead had noise and oversensing. The lead was replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.